Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During a follow up call the customer stated that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 60 mg/dl but the blood glucose was 75 mg/dl which caused the insulin pump to go into threshold suspend mode. The customer also reported that the insulin pump alarmed calibration errors, lost sensors and weak signals. At the time of the phone call the customer's blood glucose was unknown. Nothing further was reported.